Event description:
During remote follow up, high defibrillation impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Encapsulation was suspected, but not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.